Event description:
It was reported that three days post implant of an implantable cardioverter defibrillator (ICD) system, the patient experienced palp itations, chest discomfort, and cardiomegaly which was observed on a chest x-ray. Several days later, a perforation was noted to cause pericardial effusion leading to cardiac tamponade confirmed via echocardiography. This led to a drainage procedure being performed. The physician determined that based on findings from the echocardiogram and computerized tomography (CT), that the perforation was most likely caused by the temporary lead. One week later, both the right atrial (ra) lead and right ventricular (rv) lead were observed on x-ray as slightly retracted, and the ra lead exhibited a slight increase in thresholds. The physician noted that the increase in ra thresholds were likely caused by the perforation. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.